Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's (pt) therapy is off and now they couldn't get it to turn back on. During the call the patient was trying to connect the handset to the communicator and saw no communicator found screen. Patient stated that the communicator was showing the blue and green lights. Patient hit retry and saw message to put communicator over implantable neurostimulator (ins), agent then heard the tones of the recharger. Agent reviewed that patient can't connect to ins with both the recharger and communicator at the same time. Patient saw no device response screen on handset, patient placed communicator over ins and hit retry. Patient was able to connect to ins and turn therapy back on. Patient stated their ins battery did get very low before they started charging today. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient. Patient reported that the cause of implant turning off was due to the device not being charged.

Manufacturer narrative:
Continuation of d10: product ID tm91d0 product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.